Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube o-ring. Unit received with minor scratched lcd window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that reservoir compartment was broken. Customer's blood glucose was unknown. Insulin pump would need to be replaced.